Manufacturer narrative:
Results: a review of the device history record was completed for lot 5187477. Five tubes were returned. All had their stopper at an angle within their shield and 2 of the shields were cracked. No defects were found on the retained lot samples. Conclusion: this type of defect is generally associated with a timing issue on the metro. (The equipment which inserts the rubber stopper into the hemogard cap). Due to the severity and risk of the event, no further action is required at this time. We will continue to track and trend the complaint in our database.

Event description:
It was reported that bd vacutainer® heparin tubes were received with stoppers cracked and not seated properly in the tubes. None were used on patients. No serious injury, or medical interventions were reported.